Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the button trace file was overwritten and it could not be determined if a bolus was manually programmed. The insulin pump was also received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels, requiring medical intervention by emergency medical services, and that the insulin pump was damaged at the reservoir compartment. The customer stated that the o-ring was hanging out of the reservoir compartment. The customer's diabetes care manager was unaware of the damage until the customer showed it to her. The blood glucose reading was 20 mg/dl at the time that paramedics were called. The diabetes care manager observed a manual bolus of 7.55 units a few hours before the event, and she reported that this was unusual activity. The caller declined troubleshooting assistance for low blood glucose and requested replacement of the insulin pump due to the physical damage. The caller was unsure how the damage occurred to the device. Nothing further reported.